Manufacturer narrative:
On (B)(6) 2017, two quality control levels were low and one level was on target. The root cause was likely related to an improper calibration curve due to poor handling of the calibrator material. Based on complaint trending of the calibrator lot (c.f.a.s hba1c lot 187765) and reagent lot number, a trend of complaints with similar issues was not seen. A general issue with the materials is not likely.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that quality controls for the a1c-2 tina-quant hemoglobin a1c gen.2 (hba1c) assay were in range on the morning of (B)(6) 2017 on the cobas integra 800 (i800) analyzer. An unspecified number of patient samples were then tested. At the end of the day, the controls were outside of range high. The customer pulled 10% of the samples that were tested and repeated these. The repeat results of these samples were lower than the initial results. Based on this, the customer decided to pull all patient samples that were run and repeat these. The customer stated that about half of the inaccurate results were reported outside of the laboratory. The results for two patient samples were corrected. The customer provided data for a total of 51 patient samples that were tested. Of these 17 had erroneous results that may have been reported outside of the laboratory. Refer to the attachment for all patient data. The repeat results were believed to be correct. The customer stated that they did not hear of any adverse events occurring with the patients. No adverse events were alleged. The hba1c reagent lot number was 12802301, with an expiration date of 08/31/2017. The field application specialist checked the system and application. He determined that the calibration was bad, causing a shift. The bad calibration may have been the result of an improperly prepared calibrator. A fresh calibrator was prepared and the test was re-calibrated. The calibration was good and quality controls were within specifications. The samples in question were also repeated and all samples recovered fine. The controls were also repeated and controls were within specifications.